Event description:
Additional information identified the patient reported very low pain scores post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 anchors with the same lot number. It was reported ((B)(6)) the patient is experiencing pain at the anchor site. Surgical intervention may be pending to address the issue. Patient's concomitant devices are unavailable.

Event description:
It was determined the patient's increased pain is related to her recent decrease in her analgesia and some discomfort around the anchor sites, overall the therapy is working very well for her. The patient has not undergone surgical intervention at this time. If new information is received the report will be updated.

Event description:
Additional information identified the patient underwent surgical intervention on (B)(6) 2018 to revise the anchor site.